Manufacturer narrative:
Product event summary # product ID# addr01, the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead was not capturing at high thresholds and pacing was positional. It was not clear if the no capture was due to a rv lead issue or a device issue. The device was explanted and replaced. The rv lead was capped and replaced. The replacement rv lead had high thresholds during the implant and was removed and replaced with a "screw in" lead. No further patient complications have been reported as a result of this event.